Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows signs of minimal usage; the glass cap exhibits mild devitrification at output window; the metal cap exhibits signs of crystal deposits on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, there is no failure found with the returned product.

Event description:
It was reported that at 4,700 joules 04:00 minutes while using the surgical fiber during a prostate procedure, the fiber stopped working. The fiber tip / cap was not cleaned during the procedure. The case was completed using and alternate procedure (turp). There was no patient injury reported.